Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire pulse generator system was explanted due to pocket infection. No replacement device was implanted. The patient was discharged from the hospital post procedure. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.